Event description:
It was reported by the patient that since implant of an implantable pulse generator (ipg) system, they experienced phrenic nerve stimulation resulting in very strong and bothersome episodes of their diaphragm thumping or hiccupping. The episodes lasted several hours and were largely eliminated after reprogramming the device. However, the patient is still awoken at night when their heart rate is at sixty beats per minute by a thumping diaphragm which lasts exactly four minutes. This only occurs at a specific time at night and no other time and has be occurring for four-five months. The right ventricular (rv) left bundle branch lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: h607m63 heart band implanted (B)(6) 1999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.